Manufacturer narrative:
Our application specialist was on site and learned that the high pressure alarms were due to user settings. No parts were replaced in the system. The received logs confirm that the ventilator alarmed for high airway pressure on the given event date during different ventilation modes. There was no ventilator malfunction.

Event description:
It was reported that the ventilator alarmed for high pressure. There was no patient harm. Manufacturer ref.#: (B)(4).